Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left main/circumflex artery. A 3.50 x 24 synergy drug-eluting stent (des) was advanced for treatment; however, the physician lost pushability with the stent. Upon removal, it was noted that the device separated halfway down the hypotube. A 3.5 x 20 synergys des was opened to compare how much was left in the guide. Subsequently, a 4.0 balloon catheter was used to trap the separated portion into the guide and the whole system was removed successfully. The procedure was completed with another 3.50 x 24 synergy des. No patient complications were reported.